Event description:
It was reported that on (B)(6) 2012, patient presented in the ER with left-sided back pain, vomiting and diarrhea within the last 24 hours. Pain meds administered and prescribed. On (B)(6) 2012 the patient presented with ¿back pain with radiation into the left buttock, left posterolateral thigh leg, all the way down to the foot.¿ x-ray showed grade I spondylolisthesis of l4-l5. On (B)(6) 2012 patient had an MRI of the lumbar spine without contrast. On (B)(6) 2012 the MRI of the lumbar spine was reviewed and showed ¿evidence of very mild anterolosthesis of l5-s1 but axial views do not show very significant neural impingement to explain and symptoms. There is evidence a protrusion at s1 that seems to biased towards right but again no pathology is found to explain the symptoms¿. The physician recommended steroid injections. On (B)(6) 2012, the patient presented with ¿low back pain¿ and left lower extremity radicular pain and per the report, the patient "has notable disk bulging at as well as at l4-5. Left l5, possible s1 radiculitis secondary central disk protrusion, annular tearing and lateral recess stenosis. Note that there is also a far lateral disk bulge at l5-s1.¿ on (B)(6) 2012 patient presented with left l5 radiculitis and received fluoroscopically guided left trans foraminal epidural steroid injection with epidurography. MRI review showed ¿evidence anterolisthesis l5-s1 clearly.¿ on (B)(6) 2012 patient presented with low back and left leg pain. The assessment stated ¿left l5, possible s1 radiculitis secondary central annular tearing. The patient had no benefit from epidural injection¿ on (B)(6) 2012, patient presented with ¿debilitating back pain" and surgery was scheduled. On (B)(6) 2012, the patient underwent l5-s1 bilateral laminectomy and foraminotomy procedure and l5-sl posterior lumbar interbody fusion with cage, posterior fusion with rods, screws, bmp and local bone autograft to treat l5-s1 spondylolisthesis with instability and spinal stenosis. No complications were reported. On (B)(6) 2012, during the one month post-op follow up, 2 views of lumbar spine x-rays were taken. The patient presented with ¿quite significant back discomfort¿ and ¿swelling in the area of incision. No fever, no drainage, no foul odor.¿ on (B)(6) 2012, patient presented with ¿a fair amount of axial back pain and occasional left lower extremity weakness. The patient however has been very much inactive at home.¿ on (B)(6) 2012 during a 6 month post-op follow up visit, the patient ¿unfortunately continues to have of back pain that continues to affect quality of life. The patient has some radicular symptoms, neurologically the patient is intact.¿ ¿per the report, the patient's "symptoms are likely myofascial in etiology.¿ on (B)(6) 2013, patient presented with axial back symptoms, no radiculopathy. X-rays showed ¿solid bony union at l5-s1¿ and ¿hardware is well positioned¿. The patient "is neurologically intact in both lower extremities. Xrays show that the patient has a solid bony union at l5-sl. There is an abundance of bone in the lateral gutters and excellent bony consolidation in the interbody space. The hardware is well positioned.¿ the patient alleges pain/swelling/weakness/numbness/tingling as a result of bmp use.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.